Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected field: d4 - unique device identifier (UDI) #1. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to damage on cable unit, the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation the cause is due to damage on cable unit, the endoscopic image cannot be displayed. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head's image disappears and turns black. The issue was found during an unspecified diagnostic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.